Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.13 and 1.14 were failed. A field service engineer found side panel facias were pushed into the drawers preventing them from opening properly. Adjusted facia panels and tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawers were failing repeatedly during surgeries causing failure to remove anaesthesia. The customer reported that the malfunction occurred when the user was trying to dispense anaesthesia to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawers were failing repeatedly during surgeries causing failure to remove anaesthesia. The customer reported that the malfunction occurred when the user was trying to dispense anaesthesia to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.